Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 431mg/dl. Customer was treated by bolus correction with insulin pump. Customer¿s current blood glucose was 364mg/dl and customer also had blood glucose of 120mg/dl. Drive support cap appears normal. Customer did not complete troubleshoot for high blood glucose. Insulin pump will not be return for analysis.